Manufacturer narrative:
A visual examination identified blood outside and inside the device. The piston was received sticking out of the boot causing a hole. There was fm (foreign material) wrapped around the hypotube at the distal window. The fm appeared to be fibers. Functional testing was performed by placing the device in the console. The device was able to be run through the full priming cycle; however, 95 seconds into the thrombectomy mode the console stopped and displayed the ¿check catheter for kinks¿ error on the screen. There was also leakage from the hole in the boot. The shaft was reviewed again and there was no damage to cause the error. The tip was dismantled to review the jet holes. The jet holes were microscopically examined and it was found that there was a jet hole that was plugged. Because there was no evidence of any product quality deficiencies, it was considered likely that the hole in the boot from the piston and the fm were attributable to handling of the device. The angiojet device was sent for further testing on the plugged jets. It was found that the foreign material observed in the jet hole and outer diameter of the jet hole appears similar to a reference spectrum of protein. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on the product analysis completed on january 24, 2018. It was reported an error code occurred during the procedure. An angiojet® solent¿ omni catheter was being used in a thrombectomy treatment procedure in the left superficial femoral artery (sfa). The catheter was primed with no issues. During the procedure, in the left leg arterial, an error code kept coming up to replace catheter, so the catheter was removed from the patient. The procedure was completed using a second solent omni and it worked fine. No complications and the patient is fine. However, the returned product analysis revealed foreign material wrapped around the hypotube at the distal window.